Event description:
Boston scientific (bsc) crm received information that this atrial lead dislodged one day post implant. The physician noted difficult access and the stylet would not fully advance within the lead to reposition. A new atrial lead was successfully placed. No adverse patient effects were reported.